Event description:
It was reported that during a right hemicolectomy procedure, the clips would not hold after placing. The clips fell into the patient and were removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.